Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query of the electronic complaint database revealed no other similar incidents reported from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat a de novo lesion in the mid left anterior descending artery with no calcification and heavy tortuosity. A .014 whisper guide wire was advanced; however, resistance was met with the patient anatomy. A fracture approximately 70m from the tip was noted which snapped off. Therefore, the guide wire was simply removed from the patients anatomy. Several attempts were made to retrieve the separated portion of the tip with a snare device and wire wrapping techniques; however, were unsuccessful. Therefore, the separated tip portion was left free-floating in the left internal mammary artery. A non-abbott guide wire and unspecified drug eluting stent were used to complete the procedure. There was no adverse patient sequelae; however, there was a clinically significant delay in the procedure since several attempts were made to remove the separated tip from the patient. Reportedly, the patient is doing fine and is stable. No additional information was provided.